Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 11 non-sustained tachycardia (nst) and 7 ventricular fibrillation (vf) episodes of less than 220 ms ventricular to ventricular cycles are recorded between (B)(4) 2013. 35268 of 35272 lifetime ventricular-sic occur since (B)(4) 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on 0(B)(4) 2013. Max rv pace impedance rises from an approximate baseline of 550 ohm to greater than 1200 ohm the week ending (B)(4) 2013.

Event description:
It was reported that the patient received inappropriate shock due to for normal sinus rhythm due to electromagnetic interference (emi). There were multiple ventricular fibrillation (vf) episodes which all show emi. It was noted there was elevated short interval counts (sic) and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Continued: d154awg implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6), 5076 implantable pacing lead implanted: 2010-(B)(6). (B)(4).